Event description:
Pt was revised to address pain the surgeon initially believed was caused by bursitis, and scheduled a tenotomy and soft tissue releases. Upon opening the capsule, white milky fluid gushed out, and the cup was well-positioned but loose, indicating possible reaction to metal-on-metal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.